Manufacturer narrative:
The pump was returned, and analysis found a stall due to shaft-bearing and corrosion and-or wear and-or lubrication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving unknown baclofen via an implanted pump. The indication for use was intractable spasticity and multiple sclerosis. It was reported the patient had a critical alarm, on (B)(6) 2019, due to a stalled motor. There was no environmental/external/patient factors that may have led or contributed to the issue. Telemetry was ran by the hospital. There were no interventions/actions taken and the issue was no resolved. Surgery was planned but the date was not known.